Manufacturer narrative:
The customer called technical support to report that after completing the treatment of a patient, the doctor in the respiratory endoscopy room switched the ventilator to standby mode and found that the ventilator was in abnormal standby mode. After investigation, it was found that the oxygen concentration sensor malfunctioned and was transferred to the equipment department for maintenance. Per good faith effort (gfe) response, the asp engineer confirmed the reported issue; however, no repairs were completed as the customer declined service and repair and went with a third-party vendor who replaced the oxygen concentration sensor to resolve the issue. Although a third-party vendor evaluated and repaired the device, the asp engineer verified that the device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that after completing the treatment of a patient, the doctor in the respiratory endoscopy room switched the ventilator to standby mode and found that the ventilator was in abnormal standby mode. There was no patient involvement at the time the issue was discovered. After investigation, it was found that the oxygen concentration sensor malfunctioned and was transferred to the equipment department for maintenance. The customer called technical support to report that after completing the treatment of a patient, the doctor in the respiratory endoscopy room switched the ventilator to standby mode and found that the ventilator was in abnormal standby mode. After investigation, it was found that the oxygen concentration sensor malfunctioned and was transferred to the equipment department for maintenance. The investigation is ongoing.